Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was being treated for possible pump thrombosis on the outflow graft. The patient had elevated ldh and plasma hemoglobin and has been followed up on twice. The mcs equipment is operating as intended. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2014. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the report of suspected thrombosis and elevated lactic acid dehydrogenase (ldh) could not conclusively be established through this evaluation. The submitted log file contained data from 11may2020 through 28may2020. It was noted that the pump¿s fixed speed was adjusted several times on (B)(6) 2020, consistent with the report of a ramp echo study. Multiple pulsatility index (pi) events were observed. No atypical alarms were observed. The pump appeared to function as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate ii lvas instructions for use (IFU) lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document outlines indications of pump thrombosis, as well as how to respond to such events. This document also provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 and was being treated for possible pump thrombosis in the outflow graft. The patient also had elevated ldh and plasma hemoglobin. The patient reported doing well with no issues. The account later communicated that the patient underwent a computerized tomography (CT) scan, as well as a ramp echocardiogram (echo) in the emergency room that showed appropriate decline in left ventricular end diastolic diameter (lvedd) with increase in speed. The CT scan showed narrowing in the outflow graft. It was possibly pannus or thrombus. The patient¿s international normalized ratio (inr) goal was changed. After performing the ramp echo, the doctor explained that the outflow graft showed narrowing, but the doctor was unsure if a clot was there. The ramp study also showed significant left ventricular unloading suggesting no hemodynamically significant outflow obstruction. The patient continues to be treated for outflow graft thrombosis, and followed for plasma free hemoglobin and ldh. The patient remains asymptomatic.